Event description:
It was reported that: "during distal femur resection, the cut block capture came apart. Retaining pin and spring were recovered and removed from the field. The distal femur cut was finished without the capture. The retaining pin and spring were lost during the cs wash cycle."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.